Manufacturer narrative:
H10: front panel, that was found broken, was replaced by a livanova field service representative. The unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Event description:
See initial report.

Manufacturer narrative:
H10: the affected part was returned to manufacturer site for a detailed investigation. The investigator could not reproduce the reported issue. In addition, front panel was broken and it will be replaced. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: complaints database analysis revealed that no similar event on this device occurred since its installation in 2006. It cannot be ruled out that no intrinsic deviation of the device occurred, but the most likely root cause is related to a functional check failure during the user test.

Event description:
See initial report.

Event description:
Livanova deutschland received a report that s5 gas blender system did not pass preventive maintenance since air valve was out of specifications. There was no patient involvement.

Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 gas blender system. The incident occurred in innsbruck, austria. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.